Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with no delivery and motor error. The customer's blood glucose was 265 mg/dl. During troubleshooting for the motor error, customer was able to rewind the insulin pump. During troubleshooting for the no delivery alarm, the customer stated insulin did exit during a fixed prime and the insulin pump alarmed no delivery. The insulin pump continued to alarm while filling the cannula. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.